Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the data and determined that the bolus was calculated correctly. Tandem technical support educated the customer on correction bolus calculation with insulin on board.